Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. One device was returned for analysis. Functional testing was conducted, and the problem was duplicated. The root cause for this event was the timing valve cap was damaged and unclipped from the timing valve body causing the device to go into a continuous flow mode. The service history review identified that there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Event description:
It was reported that the device was alarming constantly. The product fault was discovered prior to patient use.

Manufacturer narrative:
Other text: a product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.